Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated. At this time, no successful connection has been confirmed. This device remains in service. No adverse patient effects were reported.